Manufacturer narrative:
Sample has not yet been received, but was reported to be available. The sample will be evaluated with received and a follow-up report will be filed.

Event description:
The pt's husband reported that the button was stuck down. Wife in lots of pain. Orange indicator at the bottom. Hotline instructed to tap bolus on hard surface. The button popped back up. Worked for a while, but hotline received another call a few hours later saying it was stuck again. Instructed to clamp pump and remove per doctor's instructions. Pt did not feel comfortable removing pump, so would wait until doctor's visit. Said the saf would be turned to "0". No adverse event occurred. Date of event: (B)(6) 2010. Anp: asked but not provided.